Event description:
It was reported that during an a-fib procedure, the patient experienced a tamponade that resulted in a cardiac arrest. The physician attributed the causality of this event to the agilis sheath used in the procedure. The patient was fully recovered. The customer stated that this event was not related to bwi products.

Manufacturer narrative:
The product will not be retuned for analysis due to it was discharged. Lasso variable us catalog #: unknown lot# unknown. (B)(4).